Manufacturer narrative:
E1 establishment name: (B)(6) hospital the evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, during the diagnostic surgery the disposable distal attachment broke and fell into the patient's stomach. The fallen piece was recovered by endoscopic method and took a few minutes. The scope was used for forceps manipulation. There was no effect on the patient or procedure outcome. The diagnosis and treatment outcome were not affected. The endoscopist noted that the tape was not wrapped properly when attaching the scope. The device was inspected before use with no abnormality.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to the initial with information inadvertently left out (b5 and h11). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the medical tape was almost coming off from the endoscope tip, the distal attachment fell off into the patient body due to the following mechanisms. 1) insufficient wiping of foreign material such as lubricant caused the foreign material to remain on the endoscope tip. 2) the subject device was attached to the endoscope tip and secured with medical tape. 3) the medical tape came off the endoscope due to the foreign material remaining on the endoscope tip. 4) medical tape was not sufficiently secured for the reason described in 3). Therefore, when a mechanical load was applied to the subject device during the procedure, the, the subject device detached from the endoscope tip and fell off into body. The following mechanisms could have caused breakage of the distal attachment. 1) it was difficult to attach the device to the endoscope due to some factors. 2) the device was attached to the endoscope while screwing the device by excessive force. 3) a force of 2) caused crack and breakage. However, the subject device was not returned, and the root cause of the reported event could not be determined. The event can be prevented by following the instructions for use which state: "do not use vaseline (or any lubricant that contains petroleum jelly), olive oil, alcohol, or the xylocaine spray to lubricate the instrument. Doing so could cause equipment damage, or cause the instrument to fall off of the endoscope inside the patient." "Be sure to wipe away any excess lubricant before mounting the instrument, and secure the instrument firmly using medical tape with sufficient elasticity. If the instrument is not firmly secured, it could come off inside the body cavity during use and cause patient injury, such as mucous membrane damage." "If you encounter strong resistance when mounting the instrument on the endoscope, apply a water-soluble lubricant to the endoscope attachment section." Additional information inadvertently left out: the devices are secured with medical tape. In the past, there were times when they were not secured with medical tape, but in the most recent case, they were secured. Lubricant wipe-off is supposed to be no problem. However, some endoscopic technicians commented that the tape was not applied sufficiently (e.g., the tape seems to have almost come off.) Olympus will continue to monitor field performance for this device.

Event description:
It was reported that there have been no malfunctions in the most recent use, and the doctor on the scene believes that there was something wrong with the way the scope was used. (For example, the endoscopist said that the tape was not wrapped properly when attaching the scope.)